Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. It was noted when the vyaire received the user interface module (uim) and inspected it, the uim was received improperly packaged and had extreme signs of customer abuse. The screen was severely damaged and had 4 scratches about 4 inches long, front and back bezel cracked housing and broken studs. Due to the uim being improperly packaged and the cosmetic damage this uim has to be replaced with a new uim. Customer was quoted a price for a new uim and instead requested return of their damaged uim. Vyaire returned the uim to the customer, per their request, unrepaired and not for patient use.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
Vyaire complaint #: (B)(4). The vyaire failure analysis lab received the user interface module (uim) and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the avea ventilator uim gets distorted and then turned off while it was on a patient. There was no reported patient harm.